Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. A impella rp was attempted to be placed when it was reported that for about 45 minutes to 1 hour trying to get pulmonary artery (pa) access. Cardiovascular (cv) surgeon was able to get pa access a couple times with the swan, but upon placing any wire (j wire, guidewire, 0.18 wire, abiomed 0.27 wire) the wires would fall out of the left pa. Cv voiced he placed the different wires deep and it did not help. He stated the pa will not hold the wires and this is due to anatomy and the ¿right ventricle and right atrium is so large there is no support for the guide wires, swan, or catheters to stay in the l pa¿. The cv surgeon decided to forgo placing the impella rp due to the patients anatomy. The patient remains on impella cp support.

Manufacturer narrative:
D4 UDI information was was erroneously entered on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Unable to place or position: the cause of the issue was patient condition related due to the patient's large ventricle and atrium providing no support. Device history review: the device passed all post sterile inspection checks.